Event description:
It was reported that during the procedure in the iliac artery, the armada 35 dilatation catheter was advanced without resistance through a 6f non-abbott introducer sheath via retrograde approach. Dilatation was performed (one balloon inflation to nominal pressure) and an attempt was made to remove the catheter through the introducer sheath. The catheter became caught in the introducer sheath. The physician managed to withdraw the catheter from the introducer sheath without intervention after approximately 10 minutes. Reportedly, a 7f introducer sheath is required to accommodate the catheter. Although the procedure was prolonged, there was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.